Manufacturer narrative:
Device evaluation: a visual inspection of the returned visi-pro showed the stent remained loaded over the balloon segment. The stent was bent/expanded out at the medial segment. The distal tip of the catheter was inspected under microscope and showed no delamination. The distal end of the stent shows it was shifted back proximally. The imprint of the original loading of the stent from manufacturing was visible. The medial portion of the sent that showed the bending/expanding out show no fractures to the stent struts. Functional testing: a 0.035" guidewire was successfully loaded with no encountered resistance. The visi-pro was attempted to be loaded through a 6f sheath from the lab, but the catheter could not be loaded due to encountered resistance at the are of the observed bending to the stent. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a visipro balloon expandable stent for treatment. Vessel treated and lesion morphology is unknown. It is unknown if the IFU was followed. It is reported that the device failed to cross the lesion. The device was safely removed from the patient. There is no patient injury reported. When the device was returned to the manufacturing facility, it was noted that the stent on the device was damaged.